Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
The consumer reported that the patient had a sudden allergic reaction after implant due to the anesthesia. His face and chest were red and he had high blood pressure. He was in the recovery room for five hours after implant due to symptoms from the sedation medication. He was given a half dose of benadryl via intravenous (IV) push. This caused hallucinations in the patient and he thought he saw ants crawling on the ceiling. He was also given blood pressure medication. The situation was resolved. The patient's indication(s) for use were parkinson's dual and movement disorders. Refer to manufacturing report #3004209178-2016-15093 as the patient had two inss implanted at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.